Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2019, a 35mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. It was noted on (B)(6) 2020, it was noted that patient's loop recorder was interrogated and revealed that the patient had episodes of rapid atrial fibrillation. The longest of atrial fibrillation was 14 hours. The decision was made to start the patient on cardizem and continue their eliquis.

Event description:
Subsequent to the previously filed report, additional information was received that during procedure when crossing the septum, the patient developed atrial fibrillation. On (B)(6) 2020, the patient reported symptoms of palpitations. The patient's atrial fibrillation was then confirmed on (B)(6) 2020 via the loop recorder. There was no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the abbott device or procedure. The patient does not have any history of the conduction disorders. The patient was stable at the time of report.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported atrial fibrillation could not be conclusively determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances as the patient remained in the hospital and medication was provided to treat atrial fibrillation. There is no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.